Event description:
It was reported that (1) er320 was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the clip malfunction. Another er320 was used to complete the case. There was no consequence to pt.